Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the customer was admitted to the hospital on (B)(6) 2014 due to a staph infection and the insulin pump was alarming no delivery while the customer was in the hospital. Blood glucose level is unknown. It was stated that the customer had tried changing the infusion set but the insulin pump still alarmed no delivery. It was advised to have the customer call for troubleshooting. The customer's mother was called and she stated that she had not been able to reach the customer and explained that the hospitalization was not related to diabetes, but the device was beginning to malfunction. It was instructed to have the customer call the helpline for assistance. The device will not be returned for analysis.